Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer discovered that the reagent pack volume was getting low. The customer repeated the patient sample on this reagent pack and a new reagent pack and results were acceptable. The customer ran quality controls and performed a precision testing, which were acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument but not find any instrument malfunction. A siemens headquarters support center (hsc) specialist reviewed the service report and recommended the customer to follow proper pre-analytical checks. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient also presented with chest pain and was sent to an alternate hospital. The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.